Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. The customer addressed low bg by consuming carbohydrates and a protein and th bg levels went up to 89 mg/dl. The customer thought that the pump correction factor needed to be adjusted. Tandem technical support advised customer to inform health care provider (hcp) about setting adjustment . Customer stated that they would check with hcp before making changes.